Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced stopper creep out or loose closure. This event occurred once. The following information was provided by the initial reporter. The customer stated: upon recapping, the cap was not closed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: mat: 367846. Lot: 1350324. No samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with all weights being within specification limits and no issues with the hemogard closure assembly being loose or separating during or after the draw testing was observed. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced stopper creep out or loose closure. This event occurred once. The following information was provided by the initial reporter. The customer stated: upon recapping, the cap was not closed.